Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2012. (B)(4).

Event description:
It was further reported that the lead was subsequently capped and replaced due to high thresholds.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rising trend in thresholds. Output was adjusted to maintain the appropriate safety margin and the lead remains in use. No patient complications have been reported as a result of this event.